Event description:
It was reported that on: (B)(6) 2010: patient presented with preoperative diagnosis of lumbar radiculopathy with weakness and sensory loss and lumbar spondyl olisthesis at l4-5 and lumbar stenosis l3-4 and l4-5 and post operative diagnosis of lumbar radiculopathy with weakness and sensory loss ,lumbar spondylolisthesis at l4-5 and lumbar stenosis l3-4 and l4-5 and osteoporosis. Patient underwent l3-l5 laminectomy and facetectomy gill type procedure at l4-l5 for spondylolisthesis, decompression of exiting neural elements,l3-l4 and l4-l5, posterior lumbar interbody fusion plus l3-l4 and l4-l5 transpedicular instrumentation and intertransverse fusion. Per operative report "....the interspace was prepared in the same way with the removal of the disk and arthrodesis at the endplates. The interspace was packed with bone autograft and bone morphogenic protein and the graft utilized for the same size at l4-l5 being 9 x 24 x 12 mm in size." No complications were reported.

Event description:
It was reported that the patient sustained unspecified injuries following the use of rhbmp-2/acs in an unspecified surgery. No addit ional information was provided.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A review of the certificates of analysis and packing list for the infuse bone graft was not possible without additional device information. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that on (B)(6) 2010 the patient underwent a laminectomy at l4-l5, a facetectomy gill type procedure at l4-l5, a decompression of exiting neural elements at l3-l4 and l4-l5, a posterior lumbar interbody fusion of the l3-l4 and l4-l5 discs, and an implantation of transpedicular instrumentation and rhbmp-2/acs for intertransverse fusion. On (B)(6), 2011, the patient was readmitted for surgery to drain his lumbar wound from the prior fusion surgery. The patient continues to suffer from severe injuries and damages, including but not limited to urinary incontinence, intractable postoperative neck pain, a possible postoperative hematoma, and emotional distress and mental anguish.